Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during fill tubing and was unable to complete the rewind prime process. Customer's blood glucose was 90 mg/dl. Troubleshooting was performed and the customer was unable to clear the alarm. Then customer stated, she was able to clear it but when customer attempted to rewind the device it alarmed again. Rewind process was attempted twice and it was unsuccessful. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. The motor was tested outside of the device and passed. No motor error alarm noted. However, the insulin pump was received with cracked reservoir tube lip noted.